Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided.. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a valve stick down and leak of blood occurred from a patient¿s central line. The valve was stuck in the open position, and the blood leaked onto the patient¿s pillow. The user replaced the valve, and no patient harm was reported.